Event description:
On (B)(6) 2006, this patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. On (B)(6) 2022, a proximal type I endoleak was discovered on follow-up. Aneurysm enlargement was not noted. The endoleak was attributed to disease progression. On (B)(6) 2022, a reintervention occurred whereby the previously implanted devices were extended proximally with a gore® tag® conformable endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
H6: code 3221 - unable to retrieve any lot history information due to this being a legacy product.